Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump became unresponsive to touch and the home/wake button did not restore functionality and attempts to charge in a vehicle and then with a wall outlet and correct cable did not resolve the issue, leading to shipment of a replacement device and a request for a second charger. Symptoms included no clinical symptoms or changes in blood glucose. Outcomes included no alerts or alarms and a transition to backup therapy without reported adverse events or hospitalization. Investigation included customer troubleshooting guidance and arrangement for device replacement with instructions to return the original device. Investigation of this device revealed the device was placed on a charging pad with the green light indicating charging, however the device did not power on. Opening the device, it was found that the hoverboard had corrosion and around the upper of the housing. It appears the seal was breached and allowed fluid to pass inside the device affecting all electrical components.